Event description:
The representative reported the device was used during a bleb resection. It was reported the ez45 fired but the cut line was incomplete. The surgeon used electrocautery to complete the dissection of the tissue between the staple line. A second ez45 was opened and fired and there was an incomplete cut line. The case was completed by using electrocautery to complete the dissection. There was no consequence to the pt.